Event description:
The event occurred in the resident room. Resident was being transferred via the electronic mechanical lift from chair to bed with assist of two nursing assistants. The assistants placed the resident in the lift appropriately, placed the equipment in a raised position in order to accommodate the height from the chair to bed. As soon as the lift was in the upper most position, the electric actuator broke, causing the lift to go directly to the floor. The resident landed on his buttock. He was still attached to the sling which prevented his upper back and head from striking the floor or the equipment. The resident was examined immediately by the nurse on the floor and the next day by a nurse practioner. There appeared to be no adverse effects. Facility's investigation indicated the two assistants followed policy procedures in the use of mechanical lifts.

Manufacturer narrative:
Fact provided by facility appears to be accurate. The likely cause of the actuator breaking can be contributed to an actuator internal shaft that had become bent due to lateral pressure or direct force on the actuator tube. This could have happened suddenly or many months/years ago and finally given way. Medcare recommends, and has notified all its customers, that actuators should be replaced whenever there are signs of actuator wobbling, erratic actuator operation or grinding noises coming from the actuator. In addition, medcare recommends, and has notified its customers, that regardless of visual or audible signs of actuator operation, the actuator should be replaced every 4 years. It is not evident from our investigation or the facility's report whether the actuator was showing problem signs indicated above. From a review of our records, this actuator was the original actuator and was over seven years old. Facility ordered a new lift actuator on 01/28/2009.